Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was losing power intermittently. It was noted that the power issue occurred during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/04/2014 with the following findings: a review of the pump black box data revealed an unconfirmed low battery warning (eaw-177). The unconfirmed warning caused the battery to discharge, resulting in a power loss and deliveries were not resumed. During a visual inspection of the pump, no damage was found to the battery compartment. The battery cap was not returned with the pump. A test battery cap was used to complete the investigation, and a power loss was not observed. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.